Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the battery pack could not hold sufficient charge. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 8800 displayed generator error during a procedure. There was no adverse patient involvement reported. There was no patient info reported.